Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, hemopro device timed out repeatedly during the procedure. The polyfuse feature deactivated energy to the jaws when I observed no reason for it. The device was not continuously on for more than 6 seconds during the entire procedure. The jaws were 'clean' and not covered with charred tissue. The user was taking large bites of tissue for a tunnel plasty, and it would time out then too. But it was not 'on' for more than 6 seconds, and I don't see how it could overheat with a piece of tissue between the jaws. A second kit was not opened. The procedure was completed with the same device. No patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12oct2020. An investigation was conducted on 30nov2020. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. The jaws of the device looked burned. The heater wire was observed to be flexed away from the hot jaw due to clinical usage, remaining attached at the base and the tip of the jaw. No visual defects were observed. The silicone insulation on the cold jaw was approximately a quarter way torn but not detached,from the tip of the cold jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws of the device looked burned and brownish in color. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.689 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue - deactivation mechanism kept going off" was not confirmed but confirmed for analyzed failures "peeled; jaw", and "thermal decomposition of device". The lot # 25152786 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # 376285. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, hemopro device timed out repeatedly during the procedure. The polyfuse feature deactivated energy to the jaws when I observed no reason for it. The device was not continuously on for more than 6 seconds during the entire procedure. The jaws were 'clean' and not covered with charred tissue. The user was taking large bites of tissue for a tunnel plasty, and it would time out then too. But it was not 'on' for more than 6 seconds, and I don't see how it could overheat with a piece of tissue between the jaws. A second kit was not opened. The procedure was completed with the same device. No patient effects.